Event description:
In a retrospective multicenter observational cohort study, conducted to determine safety and efficacy of the surpass streamline (ss) for intracranial aneurysms treatment (a population of cases with predominantly wide-necked small and medium-sized aneurysms)- a total of 277 patients with 314 aneurysms were treated between january 2018 and june 2021. 2 cases of treatment-related deaths within 5 days of enrollment were reported. First patient expired during the target aneurysm flow diversion procedure hospitalization due to a major ipsilateral stroke occurred on day 3 of hospitalization and second patient expired during the target aneurysm flow diversion procedure hospitalization due to a major ipsilateral stroke occurred on day 5 of hospitalization. No further information was available. There was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses the death of 2 patients covered within this literature source.

Manufacturer narrative:
This is 5/13 emdr reports. The device is not available to the manufacturer.

Event description:
In a retrospective multicenter observational cohort study, conducted to determine safety and efficacy of the surpass streamline (ss) for intracranial aneurysms treatment (a population of cases with predominantly wide-necked small and medium-sized aneurysms) a total of 277 patients with 314 aneurysms were treated between january 2018 and june 2021. 2 cases of treatment-related deaths within 5 days of enrollment were reported. First patient expired during the target aneurysm flow diversion procedure hospitalization due to a major ipsilateral stroke occurred on day 3 of hospitalization and second patient expired during the target aneurysm flow diversion procedure hospitalization due to a major ipsilateral stroke occurred on day 5 of hospitalization. No further information was available. There was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses the death of 2 patients covered within this literature source.

Manufacturer narrative:
This is 5/13 emdr reports. Although the DHR(device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to as reported event of 'patient death' and 'patient stroke'.